Event description:
It was reported that the bd¿ eccentric luer slip tip syringe stopper peeled off within the barrel. The following information was provided by the initial reporter, translated from mandarin chinese to english: there seems a piece of stopper peeled off within the barrel.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 12-jan-2023 . H6: investigation summary one physical sample and one photo were provided to our quality team for investigation. Through visual inspection, a black particle was identified inside the syringe. Further evaluation identified the particle was a stopper flap that was detached. A device history review was performed for reported lot 2112098, no deviations or non-conformances related to the reported issues were identified during the manufacturing process that could have contributed to this issue. This component is provided by an external supplier, incoming inspections are performed according to procedure. We have notified the supplier of this incident. Based on the available information, a root cause related to our manufacturing process cannot be identified at this time, therefore it is likely the incident is related to an issue with the material provided by the supplier.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ eccentric luer slip tip syringe stopper peeled off within the barrel. The following information was provided by the initial reporter, translated from mandarin chinese to english: there seems a piece of stopper peeled off within the barrel.